Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited impedance > 2000 ohms during scheduled follow-up. During lead revision, a fracture was noted in the location of the connector.